Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing, the device started to ramp up and then stopped. There was no report of a staple line or cut line delivered. The manual override was used to open the device. Gore buttressing material was used. Black cartridges were used before and after the issue. Another device was used to complete the procedure. Bmi was unknown. There was no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ple60a device was returned in good condition, but with the manual reverse override having been used. An ecr60t reload was loaded in the device. The reload was received with the right side fully fired, left side outer row fully fired and two left inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. Drivers were also noted to be out of their respective positions suggesting that the pan became dislodged. The left proximal hook was noted to be bent/damaged. The device could not be tested for functionality due to the use of the manual reverse override. Intra-operative photographs were received. Based on the photographic evidence of the subject ple60a device firing of an ecr60t cartridge, the event description can be confirmed. Unfortunately, the photographs do not provide enough evidence as to what may have caused the issue.